Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was between 30 and 40 mg/dl. The customer stated that he was connected to the insulin pump when he put the reservoir into the device without rewinding first. He stated that he pushed 100 units of insulin into his body. He attempted to treat with food when he realized what had happened before he was taken to the emergency room. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.